Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced alert code 38 on the pump, which was verified in device history; the pump was restarted per instructions, and the alert recurred, prompting replacement and transition to backup insulin pens, with the user¿s cgm use continuing separately. Symptoms included no adverse clinical effects, and the user reported a blood glucose of 149 mg/dl without impact. Outcomes included device replacement and user education on shutdown, data sync to the mobile app, and the need to complete startup on the replacement device. Investigation included review of device history, restart and power/charge verification, assessment of alert timing relative to insulin delivery, and confirmation that therapy and settings would restore post-restart. Investigation of this device revealed a recurrent alarm consistent with a pump malfunction that did not resolve with restart despite adequate charge, with no evidence of insulin delivery compromise or patient injury. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.